Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a preface sheath and an inadequate irrigation issue occurred. During the procedure the preface sheath was occluding, while using it with the smart touch unidirectional catheter. The procedure was completed without patient consequence. Upon request, additional information was provided on the event. The irrigation issue was resolved by exchanging the preface sheath. The inadequate irrigation issue with the preface sheath is indicative of a reportable event.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on november 30, 2014. The returned catheter condition noted was that the side port tubing was bent next to collar. Upon request, additional clarification was provided on the returned product condition. There was no problem withdrawing the product from the patient. There was no patient consequence. The condition was not noted prior to use, upon withdrawal and prior to sending the product back. (B)(4) it was reported that a patient underwent an atrial fibrillation (afib) procedure with a preface sheath and an inadequate irrigation issue occurred. During the procedure the preface sheath was occluding, while using it with the smart touch unidirectional catheter. The procedure was completed without patient consequence. Upon request, additional information was provided on the event. The irrigation issue was resolved by exchanging the preface sheath. Upon receipt, the preface sheath (sheath introducer) was visually inspected and a bent next to collar was found. However during the analysis the bent was not found. Per the reported event, a dimensional testing was performed to the preface sheath and was found within specifications. A lab sample smart touch was introduced through the sheath introducer, an irrigation test was then performed and no occlusions were observed. Sheath could be flushed without any issue. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed.

Manufacturer narrative:
Concomitant product: smart touch unidirectional catheter, model #: d-1336-01-s, lot #: 17049396m. (B)(4).